Manufacturer narrative:
Correction: the device details are unconfirmed and not baha 5 power sound processor black as previously reported. An additional supplementary report shall be filed once confirmed. It was reported that the infection was treated with oral and topical antibiotics (date and duration not reported). This report is filed on may 10, 2019. Registration number 3009092818. Exemption number e2106011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient experienced skin overgrowth and infection at abutment site (date not reported). Clinical management is ongoing.